Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). On (B)(6) 2011, baxter (B)(4) obtained the following information from a us nurse regarding the death of this patient. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported the following. On an unreported date, the patient died. The cause of death was not reported. It was not reported if an autopsy was performed. Dianeal therapy was ongoing at the time of death. The nurse did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). The root cause for the report of patient death was undetermined. The customer discontinued use of the homechoice for reasons unknown and returned the device to the tampa bay facility. The device was received inoperative due to hld (homechoice log downloader) errors but in good condition. As a result, the device failed the homechoice rite (return instrument test / evaluation) functional test for being received inoperative, but the instrument did meet the rite functional test requirements and passed the rite electrical test. The product analysis lab performed a method 3 evaluation. The crt (cycler remote toolbox) software was used to diagnose the device's pneumatic system. No leaks were detected; all pressures were correct and stable. There were no problems found during an internal inspection. A review of the device logs revealed no drain or uf volumes that meet the iipv criteria. There were no errors encountered during the method evaluation. The assignable cause for rite test failure - received inoperative for hld errors was undetermined. A review of the service history showed that the device had not been previously serviced. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The root cause of the reported condition was undetermined. The device failed the homechoice rite (return instrument test / evaluation) functional test for being received inoperative, but the instrument did meet the rite functional test requirements and passed the rite electrical test. A review of the device logs revealed no drain or ultrafiltration volumes that meet increased intra-peritoneal volume criteria. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.